Manufacturer narrative:
The unit was received with operating currents within specifications. The unit passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power management tool confirmed power error detected, power loss, and low battery alarms were triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and had functioned properly. The unit was received with minor scratched display window and case.

Event description:
The caller reported via phone call that the customer received a power error detected message. The customer's blood glucose level during the incident was 128 mg/dl. The customer was given a series of steps to perform after the call ends. The customer was advised to monitor the insulin pump. The customer called back the next day and reported that the insulin pump was still alerting a power error detected. The customer reported that they replaced about 10 batteries. The device was returned for analysis.